Manufacturer narrative:
Batch review performed on 05 january 2018: (B)(4). Visual inspection performed by r and d product manager on 08 january 2018: the cage received back from the field (ref. 03.26.051 lot 146278) has the m4 thread damaged. The functionality of the implant is compromised and it's not possible to engage the implant in the correct position (straight). The damaging is probably due to crossthreading of between the inner shaft of the inserter and the implant itself.

Event description:
During the surgery it was not possible for the surgeon to correctly engage the cage to the driver. The surgery was completed successfully using a new cage of the same size.